Event description:
Literature was reviewed regarding prediction of prosthetic heart valve interaction during transcatheter double-valve replacement using a bench model. The study population included 3 patients. Multiple manufacturer¿s devices were implanted in the study population; 1 patient was implanted with a medtronic mosaic mitral bioprosthetic valve. Among mosaic mitral bioprosthetic valve patients, adverse events included: unspecified degeneration, left ventricular outflow tract obstruction (lvoto) and transcatheter mitral valve replacement. A previously explanted hancock ii mitral valve was used during the study for comparative models and bench analysis, however the reason for replacement of this mitral valve was unknown. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID t505 (unknown serial/lot); product type: 0195-heart valves; implant date ; explant date citation: nandhakumar et al.. Prediction of prosthetic heart valve interaction during transcatheter double-valve replacement using a bench model. Journal of the american college of cardiology (jacc) 30(8) 2025. 10.1016/j.jaccas.2025.103370 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.